Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant e52 alarm; the problem is isolated to the mother board. Unable to verify failed battery test alarm due to e52 alarm. The insulin pump was received with cracked case at the display window corner, battery tube threads and minor scratched display window.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.